Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for an upgrade to a bi-ventricular implantable cardioverter-defibrillator. During the procedure it was noted that there was a right ventricular lead that was previously capped on an unknown date. It was suspected that the lead was capped due to loss of capture. The lead was explanted to make room for a new high voltage lead and the patient was stable throughout the procedure.